Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 38mm in length and 3mm in diameter, 98% stenosed target lesion was located in the severely tortuous and severely calcified distal mid right coronary artery (rca). During a percutaneous coronary intervention, the physician attempted to inflate a 2.50mm/10mm flextome¿ cutting balloon¿; however, the device could not cross the lesion and the proximal end of the balloon burst under 7atm. The device was not fractured and was completely removed from the patient's body. Subsequently, a 1.50mm x 12mm and two 2.50mm x 15mm emerge¿ balloon catheters were used to dilate the lesion; however, all three delivery shafts of the balloon were kinked and the tips were damaged. The physician then used a non bsc balloon and successfully inflated the lesion. A guidezilla guide extension catheter was then used to facilitate implant of a non bsc stent. However, the guidezilla scratched the stent and caused the stent to lift up. The stent was replaced with another non bsc stent which was deployed successfully. A 2.5mm/12mm quantum¿ maverick¿ was then used for post dilation; however, the tip of the balloon was damaged and deformed causing the stent to migrate. The patient was sent for surgery for thoracotomy of the coronary artery bypass graft. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was visually inspected and was observed to be unfolded which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation filled with glycerol/h2o and subjected to positive pressure. The balloon was successfully inflated to rate of burst pressure of 12atm, the pressure was held for 30 seconds this was recorded with digital timer. The inflation device was verified at 12atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm was repeated three times and with no issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device. The blades and pads were intact and fully bonded to the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that a 2.5mm/12mm quantum maverick balloon catheter was used for post dilation but was not able to cross the lesion. Another 2.5mm/12mm quantum maverick balloon catheter was inserted in the patient¿s body, however the tip of the balloon was damaged and deformed; and caused the stent to migrate and deformed.